Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided by the complainant, an sap delivery search was performed to identify all lot numbers with the reported catalog number shipped to the complainant in the three months prior to the occurrence date. There were no lots delivered from the reported catalog number during this time frame. The search was then extended to find the last delivered lot with the reported catalog number. The search did not yield any results. Therefore, a lot history review, or a lot record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
On 5/sep/2023, through a submitted medwatch form, fresenius became aware of this 43-year-old male hemodialysis (hd) patient on in-center hd therapy utilizing the optiflux 180nre dialyzer who experienced a dialyzer reaction. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the outpatient clinic manager, it was reported this patient became flushed and warm to the touch approximately 10 minutes into his first in-center hd treatment while utilizing the optiflux 180nre dialyzer on (B)(6) 2023. The patient lost consciousness soon after but was easily arousable within seconds of fainting. The patient¿s blood was returned, and the hd treatment was discontinued. Emergency medical services were activated, and the patient was transported to the emergency department (ed). The patient was provided no medical intervention by the ed and after a period of observation, the patient was released to home on the same day with no hospital admission. It was determined the patient experienced a hypersensitivity reaction to the use of an optiflux 180nre dialyzer due to his own physiological response to the dialyzer. Additionally, it was confirmed the patient¿s hypersensitivity to the optiflux 180nre dialyzer, the associated symptoms and ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues in-center hd therapy utilizing a biocompatible dialyzer with no further incident.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the use of the optiflux 180nre dialyzer and the event of a dialyzer reaction, characterized by flushing of the skin and fainting. It is well documented that patients on any modality of hemodialysis may experience reactions involving non-biocompatibility due to the composition of dialyzer membranes of various types of dialyzers. The cause of this adverse event can be attributed to this patient¿s intrinsic physiological response to dialyzer use with no indication of a fresenius product or device deficiency or malfunction as reported by a medical professional. Additionally, in the optiflux dialyzer model line instructions for use, it cautions users of the known risk of hypersensitivity during acute dialysis treatments. Therefore, the optiflux 180nre can be excluded as a root cause of this adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, through a submitted medwatch form, fresenius became aware of this 43-year-old male hemodialysis (hd) patient on in-center hd therapy utilizing the optiflux 180nre dialyzer who experienced a dialyzer reaction. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the outpatient clinic manager, it was reported this patient became flushed and warm to the touch approximately 10 minutes into his first in-center hd treatment while utilizing the optiflux 180nre dialyzer on (B)(6) 2023. The patient lost consciousness soon after but was easily arousable within seconds of fainting. The patient¿s blood was returned, and the hd treatment was discontinued. Emergency medical services were activated, and the patient was transported to the emergency department (ed). The patient was provided no medical intervention by the ed and after a period of observation, the patient was released to home on the same day with no hospital admission. It was determined the patient experienced a hypersensitivity reaction to the use of an optiflux 180nre dialyzer due to his own physiological response to the dialyzer. Additionally, it was confirmed the patient¿s hypersensitivity to the optiflux 180nre dialyzer, the associated symptoms and ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues in-center hd therapy utilizing a biocompatible dialyzer with no further incident.